Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 387 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Multiple cartridge changes were performed and insulin drips were not observed to be dripping out of the cartridge tubings and infusion set tubing during the load fill tubing sequence. Reportedly, the customer had manual injections as alternate insulin therapy.